Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was intermittently continuity working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Signs of blood were observed in the jaws. A microscopic inspection determined that the heater wire was slight bent at the center of the hot jaw. The wire remained in place at the tip and base of the hot jaw. No other failures were observed. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(4) at level 3.0. The device passed the pre-cautery test; it consistently produce visible steam and heat during ten (10) 3-second activations. The device did shut off when the toggle was released, when it did activate. The safety shut-down mechanism integrated into the handle engaged after the device was activated for more than 20 seconds (five 20 sec activations). The jaws were cleaned of debris and char gently with saline and gauze pad as instructed in the IFU. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature did increase and turn ¿green¿ within the 2 second specified timeframe. Based on the received condition of the device and the results of the evaluation, the reported failure ¿intermittent continuity" was not confirmed but was confirmed for the analyzed failure "bent wire". Specific actions for the analyzed failure "bent wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was intermittently continuity working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.